Manufacturer narrative:
An event of device deformation and migration into the left atrium was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Possible causes of device migration include the anatomy of the left atrial appendage (laa) and choosing the incorrect size device. Information from the field indicated that the physician believed the conical shape of the patient's laa could have been the cause of the embolization. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The landing zone was measured at approximately 19x21mm and the ostium was measured at approximately 27mm. The device and delivery system were prepared per the instructions for use (IFU). The device was delivered to the intended location and deployed. It was seen via fluoroscopy that the device appeared slightly helmet shaped. The device was tugged numerous times to test the stability, and it did not appear to move. Upon release, the device shifted and embolized into the left atrium within a few minutes. The device did not cause a partial or complete obstruction of blood flow. The device was then emergently snared and explanted. The implanter believes the left atrial appendage anatomy was "too conical." It was confirmed that there was no evidence of effusion. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.